Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal left anterior descending artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 23 mm promus stent delivery system was advanced; however, resistance was met with the vessel and the stent dislodged distal to the target lesion. The stent was compressed to the vessel wall with an additional stent and the procedure was completed. The patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database was performed and there were no other incidents reported for stent dislodgement for this lot. Based on the review, no product deficiency was identified. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.